Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for valve degeneration was confirmed based on the provided medical record. A review of the DHR, complaint history and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. In this case, due to limited information, a definitive root cause is unable to be determined at this time; however, may be related to progression of the disease. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, a 23mm sapien 3 ultra aortic valve implanted for 4 years and 6 months was explanted due to degeneration. A transesophageal echocardiogram dated on (B)(6) 2025 revealed mildly thickened bioprosthetic leaflets, no thrombus, di of 0.29, peak velocity of 4.9 m/s, peak/mean gradients of 60 and 28 mmhg, and mild to moderate central insufficiency. A CT dated on (B)(6) 2024 revealed moderate hypoattenuated leaflet thickening (halt) of all 3 cusps affecting 50-75% from base to tip. Leaflet opening restricted with poor coaptation. The patient's symptoms were reported as dyspnea and fatigue. A 23mm inspiris resilia surgical valve was implanted in replacement. The valve was discarded.